Event description:
The device was returned to the service center with a report from the customer contact to replace the lithium battery. This is not a reportable malfunction. During verification testing at the service center the device was found to have corrosion in the battery compartment due to leakage from the disposable batteries.

Manufacturer narrative:
During testing, leakage from the disposable batteries was found in the battery compartment and the printed circuit board of the device. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.